Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 20mmmm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent region was found to be damaged with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a kink located at 6.5cm distal to distal end of strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was selected for treatment. However, during preparation and after the stent protector was removed, the physician noticed that the stent strut was damaged. The stent never went into the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy xd drug-eluting stent was selected for treatment. However, during preparation and after the stent protector was removed, the physician noticed that the stent strut was damaged. The stent never went into the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.